Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device does not charge the battery. No patient involvement reported.

Manufacturer narrative:
Device evaluation: the manufacturer's field service engineer confirmed the reported problem. Resolution and disposition: the manufacturer's field service engineer replaced the power management pcba to resolve this issue.